Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer also had a motor error alarm when he was changing out his reservoir. Customer stated that the no delivery alarms started occurring about 12 days ago. Customer stated that he is an aircraft mechanic and has to put the pump through an x-ray machine every day. Customer was unsure if a motor position encoder error alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and confirmed e70 alarm in alarm history screen. Unable to test excessive no delivery alarm test due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.